Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pulmonary procedure on (B)(4) 2018 and suture was used to for the ligation of the pulmonary artery. During the procedure, the suture broke when tension was applied to it. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot: hhe521. Manufacture date (B)(4) 2014.expiration date (B)(4) 2019. Lot: ger270 manufacture date (B)(4) 2013. Expiration date (B)(4) 2018. In addition, the device history records were reviewed for both lots and the manufacturing criteria was met prior to the release of each lot. Lot ger270 unopened samples of product were returned for evaluation. During the visual inspection unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects or suture breakage were observed; however, it was noted that returned suture product had some black color, but most of the suture was discolored to an olive brown color. A functional test was performed using a instron and the tensile force in four samples were under the minimum requirements. According to the representative samples conditions, the assignable cause of performance breakage suture, suggests an improper handling of the samples. Lot hhe521 a needle-suture combination in two sections, unopened samples and one opened box of product were returned for analysis.during the visual inspection of opened sample (needle-suture combination in two sections), the swage and attachment are as were as expected; however, the end of the suture was busted and it was noted that returned suture product had some black color, but most of the suture was discolored to an olive brown color. The other sections of the suture were examined and one end of the suture was broken and was discolored. A functional test was performed and the tensile force were under the minimum requirements. Due to the opened sample condition, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. In the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were observed; however, the sutures were discolored to an olive brown color. A functional test was performed and the tensile force were above the minimum requirements. According to the representative samples conditions, no suture breakage was found and the tested samples met the requirements.